Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR, and no lot number info was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no med attention was reported to have been sought. This is being reported because there is a possibility that toothbrush bristles may require med intervention in order to remove them.

Event description:
The consumer stated all the bristles had come out and she had the product for less than a month.